Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. (B)(4).

Event description:
A scrub tech reported an intraocular lens (iol) with a haptic that broke the bag during insertion. Additional information was requested.

Manufacturer narrative:
The device and the lens were loose in the carton. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been advanced just outside the tip. The plunger tip is bent. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was evaluated. The optic is scraped on the edge. Parallel scratches are observed on the posterior and anterior optic surface. These appear to have been made by an instrument used to grasp the lens. Lens dimensions are acceptable using an approved template. The viscoelastic indicated is not qualified for this device. The root cause may be related to a failure to follow the dfu. A non-qualified viscoelastic was used in the device. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. As stated in the dfu, only qualified viscoelastics must be used in conjunction with the device. All other viscoelastics are not qualified for use. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to lens delivery issues and /or damage. The use of non-qualified viscoelastics is considered a failure to follow the dfu and is not recommended under any circumstance. Lens edge damage was observed which may indicate an inadequate amount of viscoelastic was placed into the device. Lens edge damage may occur: if inadequate viscoelastic is placed in the device as this will cause inadequate coverage of the lens fold path which may cause damage as the lens is advanced. Due to rapid advancement faster than the dfu recommend rate. If the plunger is advanced quickly initially and then slower to stay within the recommended target rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Lens dimensions are acceptable using an approved template. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. During use of a preloaded intraocular lens (iol), the lens shot out of the shooter and the front haptic tore the capsule. The lens was removed through an enlarged incision and exchanged for a 3-piece lens. One suture was placed. There was no vitreous loss.